Event description:
It was reported that the catheter was inserted in january, 1998, and placement was confirmed by x-ray. The pt experienced no problems during use of the catheter. After the catheter was removed, the pt reported "problems" and an x-ray was taken which showed a piece of wire. A procedure was performed and a thin filament of wire was removed. There were no pt complications.